Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had failed battery alarm during normal use on insulin pump. The customer¿s blood glucose level was unknown. Customer stated that they received a failed battery test alarm this passed saturday and has had some issues with the battery not lasting its full time for about a year now. The insulin pump will not be returned for analysis